Manufacturer narrative:
The retained samples have been inspected visually, tested electrically and mechanically. All samples were found to perform within limits. No faults could be detected. Reviewing the returned electrode set we detected no visual deviation. An electrical test with a multimeter was performed. This test was performed on all metal components: the connector, the cable, the rivet and the electrode itself. Thereby we detected no electrical failure of the metallic components. We have send the involved sample to the medical university innsbruck, department of radiology for further x-ray investigation to visualize a possible failure without destroying the connector respectively the cable. Actually we have not received the investigation results. We will provide a follow-up report as soon as these results get available.

Event description:
On august 11th, we have been informed about a malfunction with a defibrillation electrode at hospital (B)(6). An unknown defibrillator and a skintact defibrillation electrode set (df27n) were used at the cardiology intensive. The initial report disclosed that "when they connected a pair of this lot on the equipment there was no defibrillation. They changed the equipment and had the same no result. They moved the cables on the electrodes side and had result !" The malfunction caused no harm or impact to the patient. No further information's on the procedure and the generator model have been disclosed so far.